Manufacturer narrative:
(B)(4). The patient died within 1-3 days after the procedure. It is unknown if the procedure may have contributed to the event. The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie intestinal tube. Conservatively, abbvie has chosen to report this event due to the potential that the intestinal tube involved could have been the abbvie intestinal tube. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2015 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube with a non abbvie device. On (B)(6) 2018 the patient was hospitalized due to the pej being dislocated and for a re-placement of the pej tube. It was unknown when the tubing re-placement took place, her general condition worsened in the following days. On (B)(6) 2018 the patient died due to poor general condition as reported by family.